Event description:
It was reported to philips that the system was shut down during a procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a coronary diagnosis at the time of the reported event. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on-site and replaced the review module and power distribution unit (pdu) control module, reinstalled the software and checked all connections to resolve the issue. The system was returned to use in good working order and ready for clinical use. The pdu control module and review module were returned for further analysis. Functional testing of pdu control module was performed, and it was identified that the pdu control module was not working as intended. Functional testing of the review module was performed, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable. .